Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission the patient's right atrial lead exhibited oversensing triggering inappropriate automatic mode switch (ams). The patient's implantable cardioverter defibrillator (ICD) had a recent pectoral repositioning due to patient's weight loss. The lead will further be monitored. The patient condition was stable. No additional information was reported. Related manufacturer reference number: 2017865-2022-00290.